Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-07-13). The evaluation/investigation confirmed that one of the grasping forceps' jaws is broken off. The cause of this damage and the breakage of the jaw is most likely mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed from oste side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4)(returned to omsc on 2017-07-13). However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic-assisted colectomy procedure, the jaws of the grasping forceps broke and a fragment fell inside the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury. Post procedure, an examination by x-ray showed no foreign objects inside the patient.